Event description:
The pt received an scs system including an ipg and surgical lead on (B)(6) 2010. It was reported that she was experiencing pain at the implant site. Rather than relocating the ipg, the pt requested that the device be removed. Her lead remains implanted. No further complications have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.